Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. Reportedly, the customer was using an expired cartridge. Tandem technical support educated the customer on cartridge labelling.